Event description:
After several exchanges of balloon catheters over this guidewire, the scrub nurse observed that some of the coating appeared to be coming off. The device was removed from the procedure and discarded. The device is not being returned for analysis.